Event description:
The customer reported that the device would not seal correctly during a partial colectomy. Small vessels were oozing and bleeding. Also, it did not seem to be cutting correctly. There was no patient injury.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.